Manufacturer narrative:
Pump received with no down button response due to corroded keypad trace. No button error alarm noted during testing. No moisture damage inside pump noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received button error alarms. Customer also reported the buttons were intermittently responsive no the insulin pump. The customer's blood glucose was unknown. The customer reported possible moisture exposure to insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.